Event description:
It was reported that during a da vinci-assisted lymphadenectomy surgical procedure, the system displayed non-recoverable faults 251, 282, 281. The system was not onsite connected. The operating room (or)staff performed two regular power cycles and one hard power cycle but the issue persisted. When caller disconnected surgeon side console (ssc) 2 and power cycled the system, the errors cleared. Or team proceeded with the case using only one ssc. Since surgery was ongoing, caller was unable to provide technical service engineer the error logs from touchscreen. The procedure was completed as planned with no reported injury. On 23apr2021, obtained additional information from technical support engineer (tse) regarding this complaint. Tse reviewed the call and confirmed that ssc2 was disconnected the prior to contacting tech support.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The reported complaint was reproduced during field evaluation. The master tool manipulator (mtm) and remote arm controller (rac) were replaced to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) received the rac involved with this complaint and completed the device evaluation. The reported complaint was confirmed during failure analysis. The rac was installed in slot 2 on the printed circuit assembly (pca) test system. System started up failed with error 281. The rac was not seen in gemini download. The part was removed from the system to reprogram the firmware at the bench. After loading a fresh copy of the firmware the rac was tested on the pca test system for 6 hours in normal operation and it performed without any problem. Root cause of this failure is attributed to component failure.